Event description:
A customer reported a cartridge alarm on their tandem mobi pump, which resulted in their blood glucose levels exceeding 500 mg/dl. Specific blood glucose values were unknown, only noted as "high," and no immediate action was taken by the customer. Although a third-party assistance was not required, technical support confirmed the cartridge alarm and arranged for a replacement pump. The customer was advised on backup therapy using multiple daily injections and provided with instructions for both storage mode and returning the faulty pump to tandem.